Manufacturer narrative:
Unable to verify whether adverse event due to unit defect or user error. Device requested; not received as of date of MDR.

Event description:
Consumer stated the heating pad caused 3rd degree burn to hip and leg.